Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of lot of water. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre, and observed the reusable pollen filter, blower contaminated, blower outlet seal/isolater kit contaminated, blower box kit contaminated, iso port kit contaminated, w/modem with electrical damage, inlet/outlet seal contaminated and ui bezel plus with damage. The customer complaint was not reproduced. There was one error has been identified. The device was corrected.